Event description:
As reported through the partner I clinical study, the patient expired approximately four months post transaortic valve implant (tavi) procedure. The patient's family member reported the patient had been transferred to a nursing home due to kidney failure and that her six-month prognosis was poor. On the day the patient expired, she awoke with shortness of breath, and was subsequently found deceased. The death certificate stated the cause of death as cardiomyopathy, with hypertension, chronic kidney disease, diabetes and shower emboli as death contributors.

Manufacturer narrative:
This patient underwent transfemoral implantation of a 23mm edwards sapien transcatheter heart valve as part of the clinical study. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. The patient's cause of death was reported as cardiomyopathy with hypertension, chronic kidney disease, diabetes and shower emboli as death contributors. Cardiomyopathy can have many potential etiologies including, but not limited to: coronary artery disease, end-stage kidney disease, hypertension, alcoholism, chemotherapy drugs, amyloidosis, genetic defects, infection due to viruses, nutritional deficiencies, and lupus. In this case, the patient had multiple underlying comorbidities that may have contributed to the reported cardiomyopathy and demise (e.g. Coronary artery disease, hypertension, diabetes, chronic kidney disease, and shower emboli). The cause for the shower emboli is unknown. There is no evidence that the death was directly related to the edwards' valve. No further actions are required at this time.